Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 28, 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began displaying inaccurate results about 2 weeks prior to contacting lfs, on (B)(6) 2016, when he obtained alleged inaccurately erratic results of ¿70, 84 and 97 mg/dl¿ on the subject meter, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with a combination of long and short acting insulins. He denied making any changes to his diabetes management routine after obtaining the alleged inaccurate results. He claimed that 2-3 hours after the start of the alleged issue, he developed symptoms of ¿shaky¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he received inaccurate erratic results on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.